Event description:
Medication pump and catheter placed. In 2000, m.d. Performed revision of this distal catheter (8709, lot #l73872), which was replaced with 8703w catheter. In 2000 both pump and 2nd catheter replaced due to failure to provide pain relief, resulting in another surgery. Biomed examination of pump and catheter showed 2 micro-leaks in the catheter. Biomed will return pump and catheter to MFR.